Event description:
It was reported that during a pulmonary vein isolation/ posterior wall ablation procedure, a versacross access solution was selected for use. Transseptal was achieved without issue using versacross transseptal sheath. The left atrium pre-map was created. Versacross rf pigtail wire used to exchange transseptal sheath for a non-boston scientific sheath. After removing the non-boston scientific dilator and pigtail wire, physician noticed the end of pigtail wire insulative coating had separated from the actual wire. The procedure was completed and no patient complications occurred. The device has been received.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its single coating tear along entirety of pigtail as well as pigtail shape deformation. Flaring was also observed on proximal end. Finally, the device passed the dimensional test since its shaft was within specifications for outer diameter. The reported allegation of insulation damage is confirmed based on the returned product, although the reported use without the sheath cannot be confirmed.

Event description:
It was reported that during a pulmonary vein isolation/ posterior wall ablation procedure, a versacross access solution was selected for use. Transseptal was achieved without issue using versacross transseptal sheath. The left atrium pre-map was created. Versacross rf pigtail wire used to exchange transseptal sheath for a non-boston scientific sheath. After removing the non-boston scientific dilator and pigtail wire, physician noticed the end of pigtail wire insulative coating had separated from the actual wire. The procedure was completed and no patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.